Event description:
It was reported that a user on the ilet experienced hyperglycemia with cgm reading ¿high¿ and a confirmatory fingerstick of 408 mg/dl about an hour after a dinner of french toast with maple syrup estimated at 40¿50 grams of carbohydrates; the meal was announced as a usual dinner and the ilet had been started approximately four hours earlier, with device-delivered correction doses observed and no infusion set issues detected during troubleshooting. Symptoms included hyperglycemia. Outcomes included continued monitoring and expectation of device-driven correction without need for emergency care. Investigation included review of device data, confirmation of ongoing correction boluses, and patient-led infusion set checks for kinks, leaks, air, and flow. Investigation of this case revealed no device alarms, no infusion set occlusion or delivery blockage, and that ilet correction dosing was conservative due to the initial learning phase. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.